Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the revision procedure was a revision of competitor product.

Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision surgery on an unknown date for unknown reasons. No additional patient consequences were reported.